Event description:
Information received by medtronic indicated that the insulin pump alarmed alarmed insulin flow block alarm. Self test, displacement verification test and 5 unit test was performed and all test works. The customer was hospitalized for high blood glucose. Blood glucose reading was 505 mg/dl. The user experienced vomiting, confusion, flu-like headache symptoms. The user was taken to emergency room and was treated with insulin drip. Troubleshooting was performed. The device will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.